Event description:
Customer reported out vancomycin results for three patient samples. The results were questioned by the physician. For the first patient, the vancomycin result did not match the patient treatment, the physician expected vancomycin result to be negative. Customer provided the following results: patient 1, vancomycin result was 50 mg/l. This sample was taken just prior to vancomycin treatment, patient was taking ciprofloxacin. This sample was not repeated. Patient 2, vancomycin result was 61.47 mg/l (accompanied by a data flag). Patient 3, vancomycin result was 42.13 mg/l (accompanied by a data flag). The samples from patient 2 and patient 3 were sent to another lab for testing using a modular p analyzer, online tdm vancomycin reagent. The results from the lab were the same as original results, both diluted and run straight. (Specific rerun results were not provided). No information was provided to determine if patients were adversely affected, physicians did not accept the results and no adverse events were reported. Vancomycin reagent lots provided were 608473 and 613838.

Event description:
It was further reported that the stent damage was noted during preparation after the device was pulled out from the protective hoop.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Specific repeat results for patients 2 and 3 were received: patient 2, (2nd sample after vancomycin dose), repeat result 63.0 mg/l and 53.6 mg/l (diluted result, different methodology). Patient 3, (1st sample before vancomycin dose), repeat result 43.2 mg/l and 39.9 mg/l (diluted result, different methodology). Medications for these patients were unavailable and there were no reports of any patient adverse affects. Investigation of this issue is on-going.

Event description:
Customer reported out vancomycin results for three patient samples. The results were questioned by the physician. For the first patient, the vancomycin result did not match the patient treatment, the physician expected vancomycin result to be negative. Customer provided the following results: patient 1, vancomycin result was 50 mg/l. This sample was taken just prior to vancomycin treatment, patient was taking ciprofloxacin. This sample was not repeated. Patient 2, vancomycin result was 61.47 mg/l (accompanied by a data flag). Patient 3, vancomycin result was 42.13 mg/l (accompanied by a data flag). The samples from patient 2 and patient 3 were sent to another lab for testing using a modular p analyzer, online tdm vancomycin reagent. The results from the lab were the same as original results, both diluted and run straight. (Specific rerun results were not provided). No information was provided to determine if patients were adversely affected, physicians did not accept the results and no adverse events were reported. Vancomycin reagent lots provided were 608473 and 613838.

Manufacturer narrative:
Ciprofloxacin was tested for cross-reactivity with the integra vancomycin assay. No cross reactivity with ciprofloxacin parent compound was detected. The samples from patients 2 and 3 were sent to another lab for testing using the vancomycin method from siemens. There is good correlation between these two methods. The lab concluded the results for these two samples were correct. The patient samples were not provided for investigation. There was no harm to the patients as the results were not accepted by the physician. No adverse events were reported.